Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that some time post catheter placement, the catheter allegedly had difficulties difficulty drawing off port for a while. It was further reported that flow study was confirmed that device catheter was damaged. Reportedly port system was removed from patient and new port was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one groshong catheter segment with loaded cath-lock was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture as a partial circumferential break was noted approximately 7.4cm from the proximal end of the catheter. The surfaces of the partial circumferential break were noted to be smooth in one region and granular in another. Also a circumferential split was observed approximately 8.1cm from the proximal end of the catheter. However, the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and eight months post catheter placement, the catheter allegedly had difficulties difficulty drawing off port for a while. It was further reported that flow study was confirmed that device catheter was damaged. Reportedly port system was removed and replaced. There was no reported patient injury.